Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A facility technician reported a solenoid valve and harness were damage due to burnt valve and harness connector. The technician reported he did not see fire or smoke. The mixer was not operational. During follow up another facility contact reported there was no injury associated with the event and no patient involvement. The mixer was repaired on site.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."